Event description:
Patient reported a left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, crack on the diaphragm valve assessed, as cracked valve seat diaphragm valve. Additional observations: no other observation observed. No further actions are required, since no manufacturing issue is observed.

Event description:
Patient called to report, a left side deflation. Later, healthcare professional confirmed, deflation. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Device remains implanted.